Manufacturer narrative:
Product complaint # ==> (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested and the following response was provided: - were there patient consequences? If yes, please explain. --please refer to the event description, other information requested is unknown. - it was reported that the event date is july 02, 2025, and the alert date is (B)(6), 2025. Could you please provide a justification for this variance in the timing of the report related to this file? --loc just received the complaint from hospital on (B)(6), 2025. - according to sale reps feedback, this hospital was not authorized for jnj suture, the code in complaint maybe suspected diversion product. To date it has been reported that the device will not be returned. If the device or further details are received at a later date a supplemental medwatch will be sent. H6 component code: g07002 ¿ device not returned a manufacturing record evaluation was performed for the finished device lot number, and no related non-conformances were identified.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2025 and suture was used. The problem of pulling off suture needle happened during intraoperative use. The product was removed promptly from the surgical area without causing any foreign body residue. A new suture was replaced and the operation continued. There were no adverse patient consequences reported. Additional information was requested.